Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture not present during plunger removal was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. The probable cause of the cuff miss was determined to be related to the operational context at time of device use. A review of the lot history record revealed no no-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Thirteen unused sterile proglide devices with the same lot number (20503j1) as the complaint device were returned for evaluation. Functional testing was performed and the devices operated according to specifications. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a coronary interventional procedure. Reportedly, when the physician pulled the plunger back there was no suture present. A second proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient reported to be in their (B)(6). Patient reported to be of standard weight. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.